Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during bi-ventricular implantable pulse generator (ipg) upgrades, an attempt to advance the previously implanted left ventricular (lv) lead to a position with adequate threshold was not successful. The lead was explanted and replaced. No patient complications have been reported as a result of this event.